Event description:
The physician was using a mo.ma ultra us cerebral protection device to treat a lesion in the common carotid artery. Stenosis was <(><<)> 75%, very little tortuosity/anatomical complexity. No abnormality noted during preparation and inspection of the device prior to use. No difficulty/friction noted when loading the device onto guidewire. No resistance noted between the balloon during delivery of the device to lesion. During the procedure, the cca balloon ruptured during inflation. The balloon was 'inflated for 2:03 mins before the health care professional noticed a drop in wedge pressure. Angio was taken and it was then noticed that balloon had ruptured or was no longer was inflated. Health care professional then tried to re -inflate balloon but was unable to do so. The internal carotid balloon was kept inflated, a stent was passed and inflated and deployed, and a pta balloon was used for post dil. No patient complications reported for this event.

Manufacturer narrative:
Evaluation, results: no results available since no evaluation performed - device or procedural images not provided for review, no device received for evaluation ,root cause unknown; evaluation, conclusion: unable to confirm complaint - device or procedural images not provided for review; root cause unknown. (B)(4).